Manufacturer narrative:
Blocks b5 and d4 (lot number, serial number, and unique identifier) have been updated with additional information received on may 20, 2025. Block e1:(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter could not irrigate correctly. During a procedure involving an opal, an intellanav stablepoint open-irrigated catheter was used. During the irrigation preparation, it was observed that the catheter could not irrigate correctly. Another of the same device was used and the procedure was completed. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis. Additional information received on may 20, 2025: the irrigation failure occurred during the connection of the irrigation line. The flow rate was 60 ml/min for erasing bubbles. No error messages were displayed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter could not irrigate correctly. During a procedure involving an opal, an intellanav stablepoint open-irrigated catheter was used. During the irrigation preparation, it was observed that the catheter could not irrigate correctly. Another of the same device was used and the procedure was completed. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.

Manufacturer narrative:
Block e1: healthcare facility name: (B)(6). Healthcare facility address: (B)(6). Healthcare facility phone number: (B)(6). Upon receipt at our post market quality assurance laboratory, the returned intellanav stablepoint open-irrigated catheter was visually inspected, and no visual problems were observed. Flow testing was performed, and the device was connected to a metriq pump and purged at 60 ml/min; all ports flowed freely. The pump was then programmed to 30 ml/min, and the device was irrigated for 5 minutes without any errors or pump messages. With all available information, the reported event of catheter difficult to irrigate could not be confirmed as this complaint was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that the catheter could not irrigate correctly. During a procedure involving an opal, an intellanav stablepoint open-irrigated catheter was used. During the irrigation preparation, it was observed that the catheter could not irrigate correctly. Another of the same device was used and the procedure was completed. There was no patient complications reported as a result of this event. The device is expected to be returned for analysis. Additional information received on may 20, 2025: the irrigation failure occurred during the connection of the irrigation line. The flow rate was 60 ml/min for erasing bubbles. No error messages were displayed.